Event description:
A cartridge change error was reported for the pump. There was no adverse impact to the customer's blood glucose level. The customer was guided through a series of steps by technical support, including inspecting the o-ring, cleaning the pneumatic tap area, and confirming the cartridge was properly attached. The customer successfully completed the load process and resumed insulin delivery.